Event description:
The customer reported that the device displayed error code 00080 upon power up. Error code 00080 (defib power up failure) is accompanied by the message/instruction defib failure cycle power and then device operation is halted. There were no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The device was evaluated by philips. Philips could not recreate the error but found multiple entries of error code 00080 in the device system log as confirmation that the error had occurred. Philips replaced the power pca and the control pca as resolution of this malfunction. We cannot determine the case since the symptom could not be recreated and multiple parts were replaced for resolution.